Event description:
A malfunction alarm identified as "malf 12" was reported. There was no adverse impact to the customer's blood glucose level. Technical support provided reset instructions for the pump and assisted the customer in resetting it. After the reset, the malfunction did not recur, and the customer was informed to continue using the pump and contact support if the issue happened again.